Event description:
The user facility reported, the product arrived with a foreign object inside the packaging. No patient impact, no medical intervention, no delay and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed during the device evaluation.

Event description:
The user facility reported, the product arrived with a foreign object inside the packaging. No patient impact, no medical intervention, no delay and no adverse consequences.